Event description:
It was reported that intermittent atrial undersensing was observed which led to undersensing on the ventricular channel, followed by failure to capture in the ventricles. Testing and reprogramming the device were recommended. It was confirmed that the reprogramming was successful and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.